Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device clips were malformed. They used another device to complete the procedure. There were no patient consequences reported. There was little information available concerning the event. The device will not be released from the hospital.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No if so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? In.

Manufacturer narrative:
(B)(4). Additional information: during a laparoscopic cholecystectomy procedure the applied clip kept falling off of the application site. Surgeon tried multiple times to apply clip but the clip kept attaching loose to the tissue application site. Scrub nurse replaced the clip applier and surgeon successfully applied new clip and completed case. The analysis results of the er320 device found that it was received with the jaws misaligned with a clip in the jaws; the clip was removed in order to measure the jaws width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws scissor clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No incident related to the reported event was observed during the batch record review.